Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose level increased [blood glucose increased]. Blood glucose level decreased [blood glucose decreased]. Administration of wrong insulin (fiasp instead of tresiba) [wrong product administered] due to mixing up of the novo pen echo pens, which were both the same red color [product packaging confusion]. Case description: the patient had not experienced the same medication error in the past. Since last submission, this case has been updated with the following: -classification updated. -patient has prior history for event "administration of wrong insulin (fiasp instead of tresiba)" was updated. -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose level increased [blood glucose increased] blood glucose level decreased [blood glucose decreased] administration of wrong insulin (fiasp instead of tresiba) [wrong product administered] due to mixing up of the novo pen echo pens, which were both the same red color) [product packaging confusion] case description: this serious spontaneous case from poland was reported by a consumer as "blood glucose level increased(blood glucose increased)" beginning on (B)(6) 2024, "blood glucose level decreased(blood glucose decreased)" beginning on (B)(6) 2024, "administration of wrong insulin (fiasp instead of tresiba)(wrong product administered)" beginning on (B)(6) 2024, "due to mixing up of the novo pen echo pens, which were both the same red color)(look alike packaging)" beginning on (B)(6) 2024, and concerned a 7 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , fiasp penfill (insulin aspart) (2,5 u, subcutaneous) from (B)(6) 2024 and ongoing for "type 1 diabetes mellitus", , tresiba penfill 100 u/ml (insulin degludec) from unknown start date for "type 1 diabetes mellitus", patient's height: 145 cm patient's weight: 30 kg patient's bmi: 14.26872770. Dosage regimens: novopen echo plus: not reported to not reported, (B)(6) 2024 to not reported; novopen echo plus: fiasp penfill: (B)(6) 2024 to not reported (dosage regimen ongoing); event abated after use stopped or dose reduced does not apply, event reappeared after reintroduction does not apply tresiba penfill 100 u/ml: current condition: diabetes mellitus type 1(started from (B)(6) 2024) historical condition: blood glucose increase historical drug: novorapid, lantus procedure: hospitalization.(discharged on (B)(6) 2024) on an unknown date the patient was admitted to a hospital due to increased blood glucose level (blood glucose) up to 500 mg/dl. The patient spent in a hospital 10 days during hospitalization type 1 diabetes mellitus was diagnosed and insulins novo rapid and lantus were introduced to a patient. While discharging home from the hospital on (B)(6) 2024 the patient started taking insulins fiasp and tresiba. On (B)(6) 2024, the patient blood glucose level was increased and the patient was hospitalized on (B)(6) 2024 after his mother injected him 2,5 u of incorrect insulin (i.e. Fiasp instead of tresiba) due to mixing up of the novo pen echo pens, which were both the same red color. The blood glucose level decreased and the patient was hospitalized. On (B)(6) 2024 blood glucose level (blood glucose)subsequently increased up to 250 mg/dl. The patient has not been taking other medications. While discharging they were equipped with 2 pens and one of them was not compatible with novo nordisk insulin. When they were at home they noticed this incompatibility and returned back to a hospital. 2 days after discharging home they received second pen, this time compatible with novo nordisk insulin. Batch numbers: novopen echo plus: nvgad93, nvgad93 novopen echo plus: fiasp penfill: asku tresiba penfill 100 u/ml: asku action taken to novopen echo plus was reported as no change. Action taken to fiasp penfill was reported as no change. Action taken to tresiba penfill 100 u/ml was not reported. The outcome for the event "blood glucose level increased(blood glucose increased)" was recovered. The outcome for the event "blood glucose level decreased(blood glucose decreased)" was recovered. On (B)(6) 2024 the outcome for the event "administration of wrong insulin (fiasp instead of tresiba)(wrong product administered)" was recovered. On (B)(6) 2024 the outcome for the event "due to mixing up of the novo pen echo pens, which were both the same red color)(look alike packaging)" was recovered. Investigation result - name: novopen echo plus red, batch number: nvgad93 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen echo plus red, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: fiasp penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following -investigation result updated for novopen -imdrf annex b, c, d, and g codes updated. -narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00047. Reference notes: medwatch 3500a MFR. Report number this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 30-apr-2024: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. It is advised to keep different color devices if the patient is taking two different types of insulins to prevent confusion. In this case, patient was keeping red colored pen for both fiasp and tresiba, which is the root cause for confusion and leading medication error. Final manufacturer's comment: 20-may-2024: the suspected device novopen echo (batch number : unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. It is advised to keep different color devices if the patient is taking two different types of insulins to prevent confusion. In this case, patient was keeping red colored pen for both fiasp and tresiba, which is the root cause for confusion and leading medication error. H3 continued: evaluation summary name:novopen echo, batch number: unknown: no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.